Event description:
This patient was rpeorted to have a mid left anterior descending (lad) coronary artery chronic total occlusion (cto), in a 10mm long segment with poor collateral visualization. The attending physician did not attempt to cross the cto with a guidewire before using the frontrunner. A jl 4 (judkins left) guiding catheter was placed. The physician spent about 10 minutes trying with the frontrunner, and reported that it was difficult to see where they should direct the frontrunner due to lack of collateral visualization. The physician reported feeling comfortable with the anatomy and with advancing with the frontrunner. At one point the frontrunner was observed by the physician to "lurch" forward as the physician was torquing the device. The lumend sales representative present at the case suggested they remove the frontrunner and see if they had made any progress. It was at this point that the perforation was noticed. First they tried to seal off the perforation with balloon inflations. When that didn't work, they performed a pericardiocentesis to drain the fluid from the perforation. They also did an echocardiogram. Once the patient was stablized, they took them to surgery to perform a CABG procedure to treat the cto. The attending physician was fine with the situation and felt that even if the frontrunner wasn't successful in crossing the cto (and there hadn't been a perforation) he would have sent this patient to surgery anyway. There was no device failure or malfunction. Lumend received a cd of the case and the company's medical director reviewed it and spoke with the sales representative. Lumend's medical director felt that the perforation was possibly caused by wrapping of tissue in the torquing process, as a result of improper use of the device (i.e., not pulling back after actuations). Lumend's medical director also communicated with the physician via email and the physician felt that this patient had no other option than to be referred to surgery independent of the perforation. The physician also confirmed that the patient is doing well and their management was under good control throughout the procedure.